Manufacturer narrative:
Batch review performed on 17 june 2019: lot 155290: (B)(4) items manufactured and released on 10 november 2015. Expiration date: 2020-10-26. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
The nurse opened the implant carton box and the first sterile blister in which the stem was contained. She checked it and there were no holes. Only at the opening of the second blister she found that it was seriously damaged. It was broken and pieces of the blister were on the side of the implant. The surgeon decided to use another implant, the surgery was completed successfully.

Manufacturer narrative:
On (B)(6) 2020 we have received the item involved in the event visual inspection performed by packaging and washing manager: based on the analysis, implant, and packaging, we can infer that there were extreme handling conditions that resulted in the packaging damage.